Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sheath was difficult to split resulting in the clip failing to deploy. The method used to achieve hemostasis was not reported. There were no reported adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.